Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the 8mm fenestrated bipolar forceps instrument wires was not defective, but damaged 10 of 14 life cycles left. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue occurred during the preparation, with no patient injury. The procedure was completed with another tool and with a delay of +-5 min. The patient was not yet involved

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test. Additional related observation: the instrument was found to have damage of the conductor wire insulation at the yaw pulley location. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.